Event description:
The ge oec 9800 fluoroscopy sys was slow to boot-up and operate. The sys was removed for svc.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found a loose pin on the lemo receptacle. The sys also had a software bug that was removed via svc utility. The lemo receptacle and interconnect cable were removed and replaced. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.